Event description:
It was reported that balloon deflation issue occurred. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. During inflation. A portion of the balloon had inflated, then it looked like it was just wire, and then a little portion inflated. Upon checking, a segment of the balloon is twisted, and one segment of the balloon would not deflate properly. The balloon was pulled back within the vessel and the pressure of pulling it in the vessel was enough to deflate the remainder. The balloon was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a twist 5cm from the tip. Microscopic examination revealed no additional damages. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that balloon deflation issue occurred. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. During inflation. A portion of the balloon had inflated, then it looked like it was just wire, and then a little portion inflated. Upon checking, a segment of the balloon is twisted, and one segment of the balloon would not deflate properly. The balloon was pulled back within the vessel and the pressure of pulling it in the vessel was enough to deflate the remainder. The balloon was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported.